Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).

Event description:
Per the physician, the patient was explanted due to ¿basal turn obstructed¿. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.